Manufacturer narrative:
Other, other text: d4: UDI updated - (B)(4) . H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found that the device had no power, the o2 knob was cracked and the flow on the function switch was stuck. During the functional testing, it was confirmed that the function switch flow dial was stuck. The cause of the issue was a faulty function switch. The function switch was replaced as well as the MRI battery, sintered filter, o'rings, o2 small knob, cracked knobs and the peep control valve was adjusted to tolerance. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the button for the knob on the ventilator is not turning and it is not going into flow. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.